Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on an unknown date in (B)(6) 1988., the patient received aortic and mitral valve. They are working fine. The patient had atrial fibrillation (afib) because of the valves being in there so long but that is managed by medications.